Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received a single photograph of the implicated 20g autoguard IV catheter. The catheter was held above a hard surface. It appeared that the needle was still inlaid within the catheter. The catheter adaptor, catheter tubing, and needle cannula were within the frame of the photograph while the needle shield was outside the frame of the photograph. The photograph was taken with the background surface in focus and not the catheter. Therefore, the end of the catheter, that reportedly contained the foreign matter, could not be clearly viewed. Due to the poor image quality, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autoguard plastic noted on the needle tip. The following information was provided by the initial reporter: yesterday one of the asu rns, brought a 20 gauge insyte angiocath to me. She was inspecting the bevel before inserting it into the patient and noticed a plastic shred bit at the tip of the needle that was part of the end of the sheath. This fell off.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.